Event description:
It was reported patient received multiple inappropriate shocks due to an apparent lead fracture. Patient was air lifted to a hospital better equipped for heart problems. It was further reported that there was high impedance and oversensing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. It was reported patient received multiple inappropriate shocks due to an apparent lead fracture. Patient was air lifted to a hospital better equipped for heart problems. It was further reported that there was high impedance and oversensing. No further patient complications have been reported as a result of this event. No conclusion can be drawn impedance, high lead(s), fracture of oversensing shock, inappropriate.